Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator log history noted diagnostic codes that indicated a restart and +24/+-12 volt failure occurrence. The service technician replaced the power supply to address the finding. Extended self testing and performance verification testing was completed and passed per operating specifications. Analysis of the power supply revealed a component failure that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.